Manufacturer narrative:
Device was used for treatment, not diagnosis. Hong, c., lee, w., and tan, k. (2015) osteomyelitis after tightrope fixation of the ankle syndesmosis: a case report and review of the literature. The journal of foot & ankle surgery. This report is for an unknown limited contact-dynamic compression plate (lc-dcp) system consisting of plate and screws/unknown quantity/unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the subsequent review of the following literature article: hong, c., lee, w., and tan, k. (2015) osteomyelitis after tightrope fixation of the ankle syndesmosis: a case report and review of the literature. The journal of foot & ankle surgery, 54, 130-134. This article is a case report of a (B)(6) year old male with a right lower extremely injury. On day 6 after injury, we underwent right ankle open reduction and internal fixation of a trimalleolar fracture. Two medial malleolar screws and a 9-hole limited contact-dynamic compression plate (lc-dcp) were used, along with a tightrope (r) for stabilization for syndesmosis disruption. He presented 27 month post-surgery because lateral wound had never healed. He was experiencing mild pain, chronic ankle swelling, osteomyelitis, delayed healing, and enlargement of the tibial bone tunnel/soft tissue injury. Patient underwent implant removal, debridement and treatment with antibiotics. This is report 1 of 1 for com-(B)(4). This report is for an unknown limited contact-dynamic compression plate (lc-dcp) system consisting of plate and screws.